Manufacturer narrative:
The patient's previous arrhythmia admission in (B)(6) 2021 is reported under MFR #: 2916596-2021-07435. Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted on (B)(6) 2021 for sustained ventricular arrhythmia which required electrical cardioversion. The patient had been previously admitted for arrhythmia in (B)(6) 2021. The patient was discharged on (B)(6) 2021. No further information could be provided due to hospital privacy policy.

Manufacturer narrative:
Section a2: patient privacy laws in the event country prohibit the release of private patient information and should have been removed from the previous report.